Event description:
The customer contact reported that during preventative maintenance testing at the user facility the device alarmed for error code s233 (over temperature). It was reported the device was not warm or hot to touch. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with error code s233 (over temperature) and did not pass the temperature operation test. The probable cause was due to a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.